Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73m2000054 was manufactured on 12/01/2020 a total of (B)(4) pieces. Lot was released on 12/16/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that its trigger was partially engaged and the staples appeared misaligned. The stapler was returned with 33 staples left in the cover block, indicating that at least 2 staples were fired by the end user. The sample had one staple protruding from the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the staple protruding from the device released without forming. Multiple attempts were made, but no staples fired after the first staple released. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. (B)(4) has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing properly. The misalignment could also cause the trigger to jam. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The first staple did not come out from the stapler during use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review the product visistat 35w 6/box lot# 73m2000054 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The first staple did not come out from the stapler during use. Therefore, a new unit was used instead.